Manufacturer narrative:
Findings: unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the piece came out on the battery compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the pump would be replaced and will send new battery cap too.